Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion , the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc leaked just below the hub where the catheter is joined. The uvc was not difficult to handle during insertion. The uvc was inserted (B)(6) 2013 and was inserted in the umbilical artery. The uvc was secured with either a goal post device or tape. Upon placement there was a x-ray taken to verify placement. The line was flushed on a regular basis. A 5ml syringe was used to flush the line and normal saline was used. Betadine and / or alcohol was used to clean the area and the hub was cleaned as well. The uvc was removed (B)(6) 2013 and was not replaced. The pt was sent home with the parent without problems.